Event description:
Arterial blood gas obtained via art line. Air filter placed on syringe to express air out. No filter on top of equipment-blood sprayed out on nurse's face, hair, clothes. Security called for exposive incident report.